Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override with and disconnect mode. A technical support specialist (tss) found the error internal query processor error the query processor encountered an unexpected error during execution then followed attached knowledge article (ka) and repaired the database, then restarted device, after that the device was back online with no icons on station, then the tss verified communication in logs but there were no errors. Then the tss reached customer and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override and disconnected mode, orders might not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.